Event description:
The company received a report where it was claimed that tube separated from the pilot balloon during an attempt to inflate the cuff. The customer reported this occurred during patient use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident to the patient.

Manufacturer narrative:
Part number # 301-75g is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k # for us distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.